Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that after replacing their brush head a few days prior, they were brushing their teeth and the whole head/iron shaft was in their mouth broken off. No injury was reported.

Manufacturer narrative:
11-feb-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer via e-mail stated that after replacing their brush head a few days prior, they were brushing their teeth and the whole head/iron shaft was in their mouth broken off. No injury was reported. 14-feb-2022 case update: the suspect product was oral-b power power oral care refills precision clean eb20. No injury was reported.